Manufacturer narrative:
Evaluation: results: (balloon rupture). (Unable to evaluate the balloon since it was discarded).

Event description:
It was reported that the pt presented to the hosp emergently four days prior to the detection of the ruptured aneurysm. The physician elected to treat the pt with an endovascular approach. The bifurcated stent graft was successfully implanted, however, it was not possible for the physician to cannulate the gate with a guidewire or guide catheter. The physician attempted to cannulate the gate with an up and over technique and snaring for about 90 minutes, however, this was unsuccessful. At this point the physician elected to convert the talent stent graft to an aui. The hospital did not have the devices available; therefore, stent grafts from a nearby hospital were used. The physician first placed an aneurx iliac limb distal to the talent bifurcated stent graft. The physician proceeded with proximal placement of the aneurx iliac limb and talent cuff to create the aui. Upon final angiogram there was a proximal type I endoleak. The talent cuff was ballooned, however, after the balloon had been inflated 6 times it burst inside the first proximal aortic cuff that was placed. The endoleak did not resolve. A second talent aortic cuff was placed and there was still a type I endoleak, however, after the physician ballooned the device the endoleak was resolved. This balloon also burst after 4 inflations. The pt was closed and sent to ICU. It was reported that the following day the pt expired. The physician stated that the pt's death was not related to the stent graft performance. The physician made the following comments, the pt was morbidly obese, copd with severe respiratory issues, the pt had presented 4 days prior to discovery of the ruptured aneurysm, and the pt would not have survived an open surgical repair. Reference MDR numbers 2953200-2008-00983, -000984, -000985.